Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
During system diagnostic testing of a generator, erratic output was observed while monitoring the output on an oscilloscope while the device was programmed to 1ma with a 4 kilo-ohm resistor. The output pulse would vary from 4.2 to 5.0 volts and the erratic output was only observed while the generator would transmit a signal to the wand. Variations in amplitude were observed when the device was programmed to higher amplitudes. Variations in amplitude were noted during normal stimulation only if the generator was interrogated or programmed. Product analysis is underway but has not been completed to date. Additional relevant information has not been received to-date.

Event description:
Additional module level was testing to characterize the pulse amplitude variation. By applying different loads to the generator (1k, 2k, and 4kohm), it was determined that the pulse amplitude variation is a near constant 16-17% above base level amplitude across all loads. Monitoring of additional asic signals did not reveal any variation, indicating that the variation is contained to the output. Following this characterization, the asic was removed from the printed circuit board assembly and placed in a system breadboard. Systems diagnostics performed with an attached 2kohm load revealed similar pulse amplitude variation while the device was transmitting as observed in previous testing. This finding confirms that the root cause of the variation is due to a defective asic. Receiving inspection records for the component were reviewed and did not reveal any anomalies.

Event description:
Analysis was completed for the generator 04/20/2016. When received, the data was downloaded from the generator. No external visual anomalies were identified. Internal visual examination revealed foreign matter on the edge of the pc board from the laser routing process. No other visual anomalies were noted during examination. Radiographic examination of the generator and module after the generator was opened revealed no anomalies. A system diagnostic test was performed, with a one inch spacer between the generator and the programming wand. The following results were noted with results as 4000/4112 ohms. It was observed that the pulse amplitude varied during the diagnostic test. The amplitude would vary from 4.2 volts to 5.0 volts. Additional monitoring of the output pulse showed that variation would occur when the generator was interrogated and was transmitting information to the wand. The pulse amplitude variations were not observed during normal stimulation. The generator was subjected to and successfully completed a final electrical test. The generator was operating within specification. The battery voltage was 2.913 volts. Post burn-in electrical test results showed that the pulse generator modules performed according to functional specifications. The traces on the edge of the pc board were scribed to isolate any leakage paths between the traces. No change was in the output variation were noted after the traces were isolated. The output amplitude variation observed in pa is mostly likely associated to a malfunction in the asic when the asic is in the transmit mode.

Event description:
The component was sent to the vendor for analysis. The asic component passed all visual, x-ray, and electrical testing. With the current test at the vendor, the simultaneous combination of output current delivery and data transmission is not explicitly tested and the condition observed with this unit would not be detected as anomalous.